Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump powered up properly after battery installation. No blank display noted. Insulin pump passed the self-test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was monitored for a day and no unexpected powering off, blank display, audible alarms, or flashing fault led noted. No moisture damage was found on the motor, force sensor, or keypad assembly and verified the battery tube power connector is properly connected to printed circuit board during visual inspection. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.